Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. It was noted that the shaft fractured when started to mount on wire. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. It was noted that the shaft fractured when started to mount on wire. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent strut in the distal section of the stent was lifted from its crimped position. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.